Event description:
A consumer reported that following use of this bottle of product, he has had four infections. He indicated that he and his wife went to the doctor and they were given medications to clear up the infection. In a f/u, the husband reported he and his wife have switched brands and have not had other eye issues. He indicated he will not provide further info; therefore, f/u to the doctor was not conducted. There are two medical device reports associated with this event. This event is regarding the husband.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Add'l info was requested on 02/27/2012 by mail. Add'l info was received on 03/22/2012 by phone. A completed questionaire is not expected from the reporter, as he was unwilling to complete it. He did not provide the doctor's contact info; therefore, no f/u with the doctor was conducted. (B)(4).